Manufacturer narrative:
One delivery device was returned in the lens box with the tip bent. The original packaging was not returned. The lot number cannot be determined. The lens was in the carrier, positioned incorrectly. Visual inspection found one plate with one set of haptic arms torn off and missing. The other plate is attached, but one haptic arm is bent. The missing haptic was found in the tip of the returned delivery device. The product evaluation confirmed the failure mode. Functional testing cannot be performed due to the damaged condition of the returned device. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. However, the most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the trailing haptic broke off into the patient's left eye. The damage to the intraocular lens (iol) was noticed intraoperatively. There was no damage to the capsular bag, no loss of vitreous fluid, and no vitrectomy was performed. The incision was enlarged to remove the iol, and sutures were required. The plan of surgery was not changed, and a second iol was implanted successfully. The patient has recovered.